Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a primary left total knee arthroplasty to address degenerative joint disease. Depuy components, including depuy patella were used during this procedure. On (B)(6) 2017 the patient had an aspiration and injection in his left knee to address persistent pain, soreness, and swelling. Doi: (B)(6) 2016. Doe: (B)(6) 2017. Left knee.